Event description:
Patient admitted for lithotripsy. Pt has a 1.2 cm kidney stone close to the renal pelvis. The patient was advised to have an eswl. The patient was brought to the lithotripsy suite, placed on the lithotriptor table and she was given a general anesthesia. The stone was brought into the cross hairs of the monitor on both projections. The patient was then properly coupled to the lithotripsy head. A total of 2500 shocks were delivered to the stone with minimal fragmentation of the stone. At the end of the procedure, the patient was returned to the postanesthesia room in a satisfactory condition. Conclusion: minimal fragmentation of the stone by eswl. Later in recovery the patient began to have increased pain. The patient was transferred to a local hospital and it was determined that she had a hematoma on her kidney.